Event description:
Flexision biopsy needle 21g, during bronchoscopy, had a failed sheath and needle on 3 separate needles. Needles: #240930; lnn22002; exp 09/30/2024; #240930; lnn22003; exp 09/30/2024 and #241031; lnn 22003; exp 10/31/2024.